Event description:
The patient presented with a ruptured aneurysm at the anterior cerebral artery (aca). A stent assisted aneurysm coiling procedure was successfully completed. A post procedure imaging revealed thrombosis with total occlusion of the aca. The pt suffered a right sided hemiparesis and aphasia. It was reported the pt has not rec'd any additional intervention as a result of the post-procedural complications. The pt was discharged from the hosp, and expired later, the date is unknown.

Manufacturer narrative:
For no allegation of device malfunction or non conformance. Additional info regarding the event was requested and the following was determined: there were no difficulties encountered during the procedure that could have contributed to the pt's post procedure complications. The continuous flush with heparinized saline solution was maintained during the procedure. In the physician opinion, the complaint causally was not related to a boston scientific device. The physician did not allege any malfunction of any device for this procedure.